Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No exterior damage was reported. The force sensor was out of specification. Error history log review found a force sensor test error. The root cause of the reported issue was found to be normal wear / drift of the force sensor calibration. The pump was over 4 years old. Actions were taken to mitigate the reported issue: replaced main board due to black low profile super cap. Pump is set to default configuration

Event description:
It was reported that the pump had a force sensor test failure. No patient injury was reported.